Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue as movement of the reference frame was confirmed. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was reported following an image acquisition with the imaging system. The reported imprecision resulted in a revision of four screws due to a non-optimal placement. The reported issue occurred during a 2-level spinal fusion. The representative noted that the reference frame moved due to the clamp not being fully seated on the spinous process. There was a reported delay to the procedure of one and a half hours due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: the instructions for use (IFU) rev 13 pg 30 and 52 contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿